Event description:
It was reported that the console started smoking and it needs a new voltage select board. There was no patient involved with the event.

Manufacturer narrative:
Additional manufacturer narrative: b3 - date of event was not provided, estimated date entered.

Manufacturer narrative:
Additional manufacturer narrative: b3 - date of event was not provided, estimated date entered. The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse opened the console and removed the chiller. He observed that the capacitor on the voltage select board had shorted and blown resulting in an internal fire. As a result, there was damage to the cables and possible damage to other subassemblies. The console was then removed from the facility and returned for analysis. Upon receipt of the console, visual inspection identified the damage was extensive and the system was scrapped. It is probable that an electrical fault contributed to the reported smoking. Based on analysis results, a conclusion code of cause traced to component failure was assigned.

Event description:
It was reported that the console started smoking and it needs a new voltage select board. There was no patient involved with the event.